Event description:
During a review or programming history on (B)(6) 2013 it was noted that on one occasion an anomaly was identified as having occurred on (B)(6) 2010 due to a faulted system diagnostics test, resulting in altered generator parameters. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Analysis of programming history.